Event description:
The customer reported that needed assistance in programming the insulin pump. Customer's blood glucose was 180mg/dl. Customer reported went to hospital for low blood glucose. Customer stated blood glucose reading fluctuates a lot while not using the pump. Customer's low blood glucose reading not provided. No further information provided.